Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, product type: lead. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported after surgery, the physician found the stimulation of the loop resistance was too high when it was tested on the day of report. They had to replace the two leads. The resistance was normal after the new leads were implanted. The patient's current status was normal. Please see manufacturer report #3007566237-2016-02021 for information on the patient's concomitant system.

Manufacturer narrative:
Analysis of the lead (lot #unknown) found no significant anomaly; the lead body was cut through, the product was segmented and the proximal end was stretched. All segments passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.